Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan. The implantable cardioverter defibrillator was not programmed into MRI mode and the device went into backup mode. The high voltage therapy was disabled as a result. The device was reset and restored successfully. The patient condition was stable.